Manufacturer narrative:
(B)(4). The sample was not available; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one empty container was leaking from several small cuts near the bottom of the bag, above the ports. According to the report, the bag had been filled with milrinone and was transported to the patient. The leak was noticed when the bag was hooked up to the patient. The bag was used in conjunction with an unknown pump. There was patient involvement; however, there was no patient injury or medical intervention associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.